Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a scratched lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that the pt experienced stimulation in the "ribs," with satisfactory stimulation in the left leg and no stimulation in the right leg. Contact 7 showed an impedance of over 4000 ohms. Contacts 2 and 3, in combination, showed impedances out of normal values. There was no contact combination of 0-3 that would provide the pt any relief from pain and this combination did cause unwanted stimulation in the pt's ribs. The contact combination 2 and 3 did not produce any stimulation at all, up to 10.5 volts. No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.